Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient has gone through withdrawal multiple times. It was noted that the patient had a day in (B)(6) 2017 where the patient felt they were in withdrawal and then the issue resolved itself on its own. The date (B)(6) 2017 is considered an approximate date of event (month and year known only). At the end of (B)(6) 2017 the patient had pain and withdrawal. It was noted that the patient was given medications (unknown which ones as patient did not remember) by their doctor and the pump was checked. No alarms or stalls were found. In (B)(6) 2017 the patient had a dye study performed and no issues were found. A roller study was described as also being performed and the pump was turned up with a dose increase of 10%. It was related that from (B)(6) 2017 to (B)(6) 2017 the patient had symptoms of withdrawal again and had medications called in. It was noted that when the patient had these episodes they felt an increase in pain, spasms in the abdomen, a disgusting taste/smell, yawning, tearing, nausea, rocking back and forth, and dry heaves. It was indicated that the patient had not started any new activities and did not know what could be causing these episodes. It was unknown if there had been any volume discrepancies. It was reported that when the dose was increased by 10% after the dye study that it helped for a short period of time. It was stated that whether this was considered a sudden or gradual change in therapy/symptoms was not applicable. It was noted that the patient's next refill was set for (B)(6) 2017 and that the patient was waiting for a call from the healthcare professional (hcp) to discuss the next steps. No further complications were reported. Additional information was later received from a health care provider (hcp) via a manufacturer representative on (B)(6) 2017. It was reported the patient claimed to be experiencing withdrawal symptoms. The hcp performed a catheter dye study and a roller study, and both seemed to be fine. The hcp increased the daily dose to see if that would work. They were not sure what environmental/external/patient factors might have led or contributed to the issue. The issue was not resolved at the time of the report. The pump contained dilaudid [10 mg/ml] at a dose of 1.164 mg/day. The patient seemed to be fine. Surgical intervention did not occur or was planned. The patient¿s weight was (B)(6) pounds. The patient status at the time of the report was alive ¿ no injury. Additional information was later received from a healthcare provider via a company representative on (B)(6) 2017 the pump was returned to the manufacturer for analysis. As per the provided pump logs, dilaudid with concentration 10.0 mg/ml was being administered via a flex dose rate of 0.751 mg/day as of (B)(6) 2017. As per the manufacturer¿s device registry, the pump was replaced on (B)(6) 2017.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.